Event description:
Date of this report: 10/12/2009. I had a ma30ac len implant from cataracts in my left eye in 2003, and this lens has fogged up and I cannot see. It has become very painful and tears all the time now. I went to another doctor and he has told me that eye center should not have even used this lens, it had been taken of the market. I know when I had the lens put in, I had to go to several pharmacies to find the drops before the surgery. Another doctor put a different lens implant in my right eye, and I do not have any problems with this lens. Do you have any info on this lens?